Manufacturer narrative:
Insulin pump was received in with a broken reservoir tube lip, broken motor slide tip, scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was hospitalized last month due to high blood glucose. The blood glucose reading was 314 mg/dl. Customer stated that his dog jumped on him and broke his insulin pump at the reservoir compartment. Nothing further was reported.